Event description:
It was reported that the customer has passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was reported to be multi - system failure; kidney and liver failures. The customer's illness - liver failure - had started two years ago. The customer also had heart disease, infections, and has had a stroke. The customer's blood glucose at the time of death was 150 mg/dl. The customer was not wearing the insulin pump at the time of death. He has been off the insulin pump since (B)(6) 2015. The insulin pump was by the physician in order to control the customer's blood glucose at the hospital, because the customer's blood glucose was 600 mg/dl. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.